Event description:
Legal counsel for the patient reports patient underwent a right total hip arthroplasty on june 20, 2002 and a left total hip arthroplasty on november 14, 2002. Legal counsel for patient reports patient allegations of pain. Subsequently, patient underwent a right hip revision on october 30, 2012 and a left hip revision on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified. Additional information received in the revision operative notes indicates a right hip revision was performed on an unknown date where all components were removed and replaced with antibiotic spacers due to infection. The antibiotic spacers were removed and the right hip reimplantation occurred on october 31, 2012. Operative notes for the left hip revision dated (B)(6) 2013 indicates that the revision was due to pain and noted the presence of silver-gray tissue, metallosis, milky fluid, osteolysis and osteolytic debris. The modular head, acetabular cup and taper liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ this report is number 7 of 7 mdrs filed for the same event (reference 1825034-2013-03056/-03057 and 05651 - 05655).